Event description:
Customer indicated that for the past month her blood sugar readings have been in the 200's (mg/dl); normally her b/g readings are between 100-200 mg/dl. Customer states that since her results have appeared elevated, she is experiencing extreme exhaustion, however, she does have a thyroid concern that may be causing that. Due to the hb, customer went to the doctor. At the appointment, the customer tested her b/g on her mtr; the reading was 207 mg/dl. B/g was tested on physician's mtr; and the reading was 79 mg/dl. No symptoms of high or low blood sugar. Due to the fact that the customer's b/g has been elevated recently, her md made a medication change. No controls were run. No adverse event occurred. A request was made for the return of the device and a replacement was sent.